Event description:
It was reported that the customer was hospitalized on (B)(6) 2014, due to high blood glucose levels. Customer's blood glucose level at the time of hospitalization 700mg/dl. Customer was treated with an intravenous insulin drip. Troubleshooting occured. Customer's blood glucose level at the time of the call 213mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.